Event description:
It was reported that the device had will not power up. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report.This report lists IMDRF Annex A, C, D, and G codes that are reportable malfunctions observed on the device during servicing.Investigation SummaryThe reported issue of the PCU not powering on was confirmed during laboratory testing. Thermal damage was observed on the Logic Board, and capacitor C335 was identified in a short circuit condition.During testing, the suspect PCU did not power ON in the as-received condition despite multiple attempts using the SYSTEM ON key. Internal inspection identified capacitor C335 on the Logic Board in a short circuit condition. Following removal of capacitor C335, the PCU powered ON normally and passed a 24 hour functional test using two Pump Modules, with no system errors or alarms observed. Preventive Maintenance was subsequently performed and completed successfully.The external inspection of the suspect PCU noted a missing manufacturer seal, indicating prior opening of the device. No visible mechanical damage was identified, and all inspected components were confirmed to be manufactured by BD. Internal inspection identified thermal damage on the Logic Board, with capacitor C335 found in a short circuit condition. Thermal exposure was also observed on the Power Supply Board and SIO Board Assembly.The logs from the PCU were retrieved to determine the details of the reported event. According to the facility, the event occurred on 18MAY2026; however, the time was not reported. No log activity corresponding to the reported event date was identified.A review of the PCU error log identified a Software Fault recorded on 03FEB2026 at 8:45 PM, immediately followed by eleven occurrences of MALFUNCTION error code 800.8000 (PCU15 GENERAL OS FAILURE). A review of the PCU event log did not identify any entries associated with the reported ¿will not power on¿ condition. The last recorded activity occurred on 08MAY2026 at 10:05 PM, when Pump Module S/N: 17628642 was selected and a standby program with a 60 minute delay was initiated. Additionally, the battery log showed that the last power related activity occurred on 07MAY2026, when the unit transitioned to battery operation following AC power removal and subsequently returned to trickle charging mode after AC power was restored.The BD Alaris¿ System with Guardrails¿ Suite MX (Version 12.3.2) states the following warnings:The system performs a self-check during power up. The PCU should beep, no errors should occur, and if a module is connected, all LED segments should flash. If the system fails the self-check, remove the failing PCU or module from use.If the instrument fails to respond as described in this document and the cause cannot be determined, do not use the instrument. Contact qualified BD service personnel. Technical support, service information, applications, and manuals can be obtained by contacting a BD representative.There was no patient involvement.The device was in use for treatment purposes as intended per 21 CFR 820.198(d)(2).Root CauseThe root cause of the reported issue of the PCU not powering on is attributed to a defective capacitor C335 on the Logic Board, which was found in a short circuit condition. Following removal of capacitor C335, the PCU powered ON normally and operated without issues during functional testing. Preventive Maintenance was subsequently performed and completed successfully.Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.